Event description:
It was reported the pt was unable to communicate with the ipg using the charging system, however, programmer communicated. A replacement charging system was provided to the pt. The pt met with the physician and it was determined the ipg was tilted in the ipg pocket site. The physician undertook surgical intervention and repositioned the ipg on (B)(6) 2014. It was reported the issue was resolved and the charging system was able to communicate with the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.